Event description:
The user facility reported one of their system 1e units spilled liquid out of the front of the unit onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found that the customer had ran a processing cycle which failed for a fill time fault. The processor had difficulty draining causing fluid to leak from the front of the unit onto the floor. The technician noted the facility had blankets placed on the floor to contain the leak. The technician inspected the system 1e unit and found the drain hose was kinked which prevented proper drain flow of the processor. At this facility, the system 1e processor is located on a countertop with the back end in close proximity to the wall. The drain hose runs through a hole drilled into the countertop and the processor is pushed against the wall which caused the kinked hose in this event. A steris service technician installed a new 90 degree factory drain hose to prevent hose kinking in the future. The customer was advised that the drain hose must be properly routed for proper operation of the system 1e. The unit was installed in (B)(6) 2011 and is currently under a steris service contract. The last pm was performed on (B)(6) 2013 at which time the unit was confirmed to be operating to specification.